Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that after using the handset everything is generally functional but when he turns on the handset, he gets an error that says there was an interruption and error code 338 (connection interrupted). The patient said this started a good 4 weeks ago. The patient mentioned he has to go through the process of restarting the app and it has to connect up to get the settings of the pump from that to learn if there is a bolus left or not. The patient can bolus 2x day. The patient also mentioned it is a fussy process for the communicator to get information from the pump especially the last 10% where it sits there for sometimes minutes and sometimes it triggers it, and it is repeatable if it happened fast they wouldn't care but it is just a pain in the butt. The patient stated never used to do this. The agent advised the patient to close all apps after each bolus and clear the cache. The agent walked through ka for 90% lag. The patient stated during the call he does not close the applications and just pu shes the small right key on handset. The troubleshooting steps that were taken on the call resolved the issue. The patient will call back if the issues continue or get worse as during the call the connection was much faster.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.